Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2025, the patient had trouble with their insulin pump (model ul2461). This caused their blood sugar to go very high, reaching 400 mg/dl. The patient felt sick to their stomach and had ketones in their body. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009506 have already been previously tested in the complaint (B)(4) on 21-may- 2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6009506 was manufactured according to the work instruction (wi) version 74 manufactured in the line inset 6, on 03/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code issues with the infusion set either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type and lot 6009506 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.